Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture in the display. A leak test was performed and a display lens leak was found. During testing, all keypad buttons were unresponsive. The keypad cover was removed and no defects were found. The audio bolus button failed due to the keypad issue. The pump case was removed and moisture and corrosion was found on all internal surfaces. Moisture and corrosion was observed on the keypad flex connector.